Event description:
Minimal force was needed to separate the end of 2.2 n circle basket. The basket fragment was removed from the patient and believed to extracted all pieces that broke off. The fragment was removed during the same procedure. The patient was reportedly doing fine following the procedure. No follow up procedure required.

Manufacturer narrative:
The customer returned the used stone extractor. The outer sheath has separated 64.5 centimeters below the handle. The area of separation on the segment still attached to the handle is jagged. The other sheath segment was also returned. The areas of separation were folded under the sheath. The basket coil assembly has been stretched and the cannulated handle wires have separated. The areas of separation appear to have been cut by an instrument of undetermined origin then pulled to complete separation using excessive force. Most likely, this has caused the customer's difficulty to occur. Most likely this extractor has been cut by an instrument of unknown origin and pulled to separation.